Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer stated that he had to do the rewind and prime and cleared the alarm. The customer stated that a bolus was not in process when the alarm occurred. During troubleshooting, he also reported that the insulin pump was exposed to moisture. He explained that it got soaked in the ocean. The alarm history did not show a button error alarm and the insulin pump passed the self-test. Blood glucose value is unknown. The device will not be returned for analysis.